Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's current blood glucose (bg) level was 279 mg/dl and insulin injections were administered to address the bg level. A cause of the past occlusions could not be determined and the customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the current occlusion. The customer was to speak to a healthcare provider about reverting back to insulin injections to manage diabetes.